Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported air pockets in the gel. Vacutainer- seeing some tube defects with our product ref # 367983 we are seeing air pockets in the gel which is impacting the specimen integrity. We cannot use these tubes. I have the lab team saving them for me. Thus far only have 5 total tubes given to me but I expect to get more.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of gel air bubbles was attributed to introduction of air and inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported air pockets in the gel. Vacutainer- seeing some tube defects with our product ref # (B)(4) we are seeing air pockets in the gel which is impacting the specimen integrity. We cannot use these tubes. I have the lab team saving them for me. Thus far only have 5 total tubes given to me but I expect to get more.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported air pockets in the gel. Vacutainer- seeing some tube defects with our product ref # (B)(4) we are seeing air pockets in the gel which is impacting the specimen integrity. We cannot use these tubes. I have the lab team saving them for me. Thus far only have 5 total tubes given to me but I expect to get more.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.